Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the patient states she has a powerport that she uses for normal saline infusions and zofran administration only. Her port stays accessed and the needle is change every week. Patient states her nurse accessed her port on (B)(6) 2023 with a safestep non-coring needle. On (B)(6) 2023, she noticed blood had backed up into the extension tubing and there was a crack where the tubing meets the luer hub where they connected the needleless connector. Patient states they changed the non-coring needle, as it was due to be changed anyways. Confirmed with patient they lock her port with heparin after each use with the bd posiflush heparin 100 units per ml, 3 ml total. They do not use any ethanol locking solution. The needleless connector they are using is the ICU medical microclave. Patient did state they clean the needleless connector with alcohol before each use, however they do not tend to get it on the safestep extension tubing. Informed patient we will forward this to our product complaints team to investigate. Patient does have a sample of the product that has cracked, suggested she hold onto this to send in but engage the safety mechanism for safe handling. Additional information received (B)(6) 2023: the event did not involve an urgent/life threatening medical situation but there could have been a significant risk of an air embolism as instead of the tube leaking blood, the tube allowed air to go into the tubing. The event did not interrupt treatment, or cause a clinically significant delay in treatment, that negatively impacted the patient. When this happened initially very recently it allowed blood to leak from the tubing which is a risk of blood clotting in my port or in the catheter and this would ruin my port a cath. The 2nd time the tubing broke more recently it allowed air to back up into the tubing. The break was external to the patient. No pieces retained in the patient. All the missing/broken pieces retrieved and accounted for. Ondansetron, normal saline were infusing or planned to be infused. Tegaderm securement utilized. No patient harm, injury, or negative outcome that has not already been discussed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that the patient states she has a powerport that she uses for normal saline infusions and zofran administration only. Her port stays accessed and the needle is change every week. Patient states her nurse accessed her port on (B)(6) 2023 with a safestep non-coring needle. On (B)(6) 2023, she noticed blood had backed up into the extension tubing and there was a crack where the tubing meets the luer hub where they connected the needleless connector. Patient states they changed the non-coring needle, as it was due to be changed anyways. Confirmed with patient they lock her port with heparin after each use with the bd posiflush heparin 100 units per ml, 3 ml total. They do not use any ethanol locking solution. The needleless connector they are using is the ICU medical microclave. Patient did state they clean the needleless connector with alcohol before each use, however they do not tend to get it on the safestep extension tubing. Informed patient we will forward this to our product complaints team to investigate. Patient does have a sample of the product that has cracked, suggested she hold onto this to send in but engage the safety mechanism for safe handling.